Event description:
The customer reported an image problem. No patient injury was reported.

Manufacturer narrative:
The ge service rep checked system and found the c-arm is displaying collimator iris to large. Further troubleshooting reveals the collimator potentiameter is damaged. He ordered a collimator. The rep removed and replaced collimator assembly. He performed a collimator calibration. Checked operation. Machine works as intended.